Event description:
It was reported that during testing, it was observed that the foot control device was leaking air and not holding pressure. There was no patient involvement reported. There were no reports of injuries medical intervention or prolonged hospitalization. The exact date of the event is unknown. However, the reporter stated the event occurred in the month of (B)(6) 2015. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.